Manufacturer narrative:
There were no adverse patient consequences reported. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4).

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, when a surgeon went to fire, the tip of device broke off. Another device was used to complete the procedure. Additional information has been requested.